Manufacturer narrative:
Complaint details: the customer reported that their cns displayed a bradycardia alarm while the patient was experiencing asystole (8 seconds total). Investigation summary: customer reported that the device gave a false bradycardia alarm during an asystole event. During the call with customer, nk clinical discussed with the customer on improving the lead placement to get a better signal as well as using a more appropriate setting. Based on the available information, the most probable cause of the issue is improper patient preparation/lead placement, and incorrect settings. Per sop07-003, no CAPA is required as the overall risk rating of the event is medium. If the customer had placed the leads better and had used the more appropriate settings, the issue would have not occurred. No corrective actions would be implemented at this time. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: model: gz-130pa serial #: (B)(6).

Event description:
The customer reported that their central nurse's station (cns) displayed brady alarm while the patient was experiencing asystole (8 seconds total).

Manufacturer narrative:
The customer reported that their central nurse's station (cns) displayed brady alarm while the patient was experiencing asystole (8 seconds total). No harm or injury was reported. The patient was being monitored on a gz-130pa at the time. Nihon kohden continues to investigate the reported event. Concomitant medical device: the following device was used in conjunction with the cns: model: gz-130pa. Serial #: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) displayed brady alarm while the patient was experiencing asystole (8 seconds total).